Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and fluid loss from a hole in the cuff. Prior to the surgery the balloon was found to be empty indicating there was a leak in the system. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams 800 cuff was visually inspected and functionally tested. The cuff had a leak in the shell that was due to war at the corner of a fold plus avulsion. The ams 800 pump was visually inspected tested. There were no significant findings during the analysis. The ams 800 balloon was visually inspected and leakage tested. The balloon did not leak during the analysis. Date of event entered is an estimated date because the exact date of event was not provided. Model number: 72404127, lot number: 0174240003, model description: control pump fgs iz. Model number: 72400024, lot number: 0172806004, model description: balloon fgs 61-70 cm.

Manufacturer narrative:
Date of event - date of event entered is an estimated date because the exact date of event was not provided. Model number: 72404127, lot number: 0174240003, model description: control pump fgs iz. Model number: 72400024, lot number: 0172806004, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and fluid loss from a hole in the cuff. Prior to the surgery the balloon was found to be empty indicating there was a leak in the system. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted.